Event description:
A power source alert was reported by the customer. There was no reported impact to the customer's blood glucose level. The issue had occurred in the past and was resolved, with the user being sent a courtesy tandem cable and adaptor.